Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level was high with ketones and insulin injections were administered to address the bg level. The customer went to the emergency room (ER) and was treated with an intravenous insulin drip. The customer was in the ER for 1 day and was not admitted to the hospital. The customer left the ER in stable condition with the bg at target level.